Event description:
It was reported that the patient had bone growth around hip area and had to have mass removed. Head and stem had to be removed on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.